Event description:
It was reported that revision surgery was performed around (B)(6) 2012. MRI findings reportedly indicated an adverse reaction to metal debris. Elevated cobalt and chromium levels were also reported. No changes in device positioning were noted from x-ray analysis.